Event description:
Technical services received a call on (B)(6) 2012. Caller reported working with dr. (B)(6) at the medical center in (B)(6). Caller noted that a-waves amplitudes had dropped. The a-wave yesterday was 9mv and today it was 2-3mv. Rv threshold was still good today. The caller noted that the rv lead was repositioned a couple times during the procedure (B)(6) 2012. Caller is assuming that the physician will reposition the rv lead. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).